Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided in with this report.

Event description:
It was reported that the auto mode was not active at the time of incident due to the communication issue reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 451 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any treatment and symptoms related to high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.